Event description:
It was reported an issue with optilene suture. The client reported that on (B)(6) 2026, during the operation, at the stage of forming the proximal anastomosis of the autovein with the ascending aorta, delamination of the polypropylene thread was noted when it was pulled through (suture material: optilen 6/0, 2? Dr 10b, 3/8, 10 mm, cv pass, manufacturer bbraun, lot 123152, ref 3097843, expiration date 2028 04 11). There was no damage to the thread during dissection or from contact with surgical instruments. Patient information: male, 66 years old, 76 kg and 171 cm. Patient outcome: recovery without consequences. Additional information has not been provided.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k133890. Summary of investigation: there are no previous complaints of this code-batch. We have received 4 different cases at the same time of the same code-batch and regarding a similar issue. We manufactured and distributed in the market 2,700 units of this code-batch. There are no units in our stock. We have not received any sample for analysis, only a picture showing a section of thread with splitting, which appears to be tangled in its own fibers and pictures showing an open and manipulated sample where splitting can be seen at one end of the thread. However, without any closed sample, we cannot carry out an analysis in order to take a decision. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received for analysis, only pictures. Final conclusion: in spite of receiving pictures showing a defective sample, without closed samples a suitable analysis cannot be performed, and the case is considered not confirmed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.